Manufacturer narrative:
G4, h2, h3, h6. One 72201772 7x25mm biosure ha screw, used in treatment, has been returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 8mm of the distal threads have broken off and were not returned for examination. Human matter was found on anchor. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. Without the pertinent clinical details regarding patient bone quality, graft type and size as well as tunnel size an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported that during acl reconstruction surgery, when screw-in the anchor, the biosure-ha screw was found fractured. The procedure was completed with no delay and a backup device was available. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.